Event description:
After implantation of a 29mm sapien xt valve, the patient developed left bundle branch block (lbbb) and bradycardia. A plan was made for permanent pacer implantation; however, the patient died before permanent placement. The patient was prepped for a 29mm sapien xt via transfemoral approach. Balloon valvuloplasty was performed with a 25mm balloon, and the valve was successfully deployed. The valve had very minimal paravalvular leak (pvl), was in a good position and did not compromise the coronaries. The delivery system and sheath were removed, and the artery was closed with good hemostasis. The left ventricle (lv) became severely impaired due to ischemia. The ejection fraction (ef) stayed at approximately 20-25%. The temporary pacemaker was left in as the patient developed lbbb. There was no indication the lbbb was worsening, however, it was noted the patient may need a permanent pacemaker (ppm) due to chronic arterial fibrillation with a slowing rate. One day post tavr, the patient became hypotensive and bradycardic. The pacemaker was not capturing and the patient was reintubated, an intra-aortic balloon pump was placed and vasopressors were given. The patient continued to deteriorate and was brought back to the catheterization lab where coronary angiography was done without further intervention. The patient initially stabilized, but over the next 24 hours, developed acidosis and anuria, and creatine levels raised from 1.37 to 5. Two days later, the patient was not improving, was placed on comfort measures and expired. The physician attributed the cause of death to end-stage diffuse myocardial ischemia and end-stage heart failure.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the left bundle branch block is likely related to the mechanism described above. The pre-existing cardiac disease may have contributed to the slowing heart rate. The death appears related to the patient¿s co-morbidities. There is no indication that the patient¿s death is related to the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.